Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was noise oversensed on the right ventricular lead. The patient was asymptomatic and in stable condition, and would continue to be monitored.